Manufacturer narrative:
The pod was received fully deployed with evidence of blood in exposed portion of the soft cannula. Investigation results found no evidence of any damage or manufacturing deficiencies to the formed needle that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. The exact cause of the infusion site skin condition swelling could not be determined. The exposed portion of the soft cannula was observed to be torn. It cannot be confirmed when or how the soft cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. Treatment information was not provided. The device was originally reported for bleeding and redness on the site.